Event description:
The hospital reported that a percutaneous dilational tracheostomy was performed with the use of a bronchoscope. The medical doctor was unable to remove the bronchoscope following placement into the patient. The bronchoscope and the endotracheal tube (shiley #8.0) were removed as a unit. The hospital staff inspected the bronchoscope following the procedure, and a damage to tip and motion control of scope was noted.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. However, olympus representatives were able to perform a visual inspection on-site. The inspection revealed a large dent on the bending section, which caused the abnormal angulation of the bronchoscope. There were some dents and scratches noted on the insertion tube and a dent on the light guide tube. Olympus was unable to determine if the damage on the bending section was pre-existing or was damaged during the procedure. The endotracheal tube was not available for inspection, therefore, olympus cannot determine if it is compatible with the bronchoscope. Olympus cannot conclusively determine the cause of the user's experience. If additional relevant information becomes available, a supplemental report will follow.